Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported the ventilator did not switch over to backup battery power as specified. The customer reported there was no patient harm. The respironics service technician was able to duplicate the reported problem. The service technician noted a diagnostic code in the ventilator log history that indicated a +24/+-12 volt power fail condition occurred. The service technician replaced the backup battery to correct the problem. Extended self testing (est) was performed and the ventilator passed per operating specifications.